Manufacturer narrative:
This is default text configured for block h10.

Event description:
Inhaler does not work/ medication was not coming out of the inhaler "[product delivery mechanism issue]". No adverse event "[no adverse event]". Case narrative: this initial spontaneous report concerns of adverse event product delivery mechanism issue and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 08-jun-2026, amneal pharmaceuticals received information from the patient via a voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. Additional significant information (#1) was received on 09-jun-2026 from the patient via a voicemail and a telephonic call. New information included: product start date, dosage regimen, lot, expiry and serial number was added, patient address, email was updated and narrative were updated accordingly. On an unknown date, the patient was being treated with albuterol sulfate inhalation (ndc, batch no, exp date, serial number, frequency, dose was not reported) for an unknown indication. On an unknown date of 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, batch no: ai25019, exp date: oct-2027 and serial number: (B)(6) (frequency, dose was not reported) via inhalation use for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On an unknown date of 2026, the patient received a sealed medication box from pharmacy and on unknown date of 2026, he started using the medication. On an unknown date of 2026, the patient observed that the medication was not coming out of the inhaler, inhaler did not work, it ceased to work and dispensed any albuterol after about maybe 12 or 15 pumps. He requested for the replacement. Upon asking he confirmed that he had followed all the instructions for use provided in the pi. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case is considered as serious. The reportability of this case is expedited (malfunction report).